Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated that this lv lead has high thresholds. Looking at extraction. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).